Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed high pace impedances of greater than 2000 ohms. The patient was seen for a revision procedure where an insulation issue was noted. The lead was also alleged to have fractured. The lead was surgically abandoned and replaced. There were no adverse patient effects.